Event description:
The pt was on an external pacing device, and the pacer was found to be off. The cic monitoring system was down and did not alarm for the pt's condition. Investigation/conclusion: ge and hosp biomedical staff were working on the antenna system on the day of the alleged event. The logs were reviewed and it was determined that no reset of the cic occurred; therefore, there was no loss of pt monitoring. The system performed as designed.